Event description:
This complaint is being reported as a malfunction due to the alleged keypad issue. Reportedly, the audio bolus button is not working as well as the ok and down buttons. According to the patient, the animas pump is programmed and is delivering accurate dosage. There was no evidence of peeling or damage to the keypad. The keypad response is intermittently. The patient was advised to go with the backup plan accordingly. There was no patient impact associated with the reported issue. The product is being return for investigation.

Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.